Manufacturer narrative:
The pump was repaired by the (B)(6) service center prior to it being aware there was a complaint against the device. However the repair notes indicate the customer's problem was confirmed in that the pump displayed a "motor fault". A faulty drive rod and motor were replaced fixing the problem. The pump passed all tests after the repair was complete.

Event description:
It was reported that during use of a cadd® cadd-ms® 3 ambulatory infusion pump there was a system fault.